Event description:
A customer contacted beckman coulter regarding false negative troponin (accu tnl) results for several patient samples that were generated by the access 2 instrument. The customer claims they obtained accu tnl results of 0.00ng/ml. They re-run samples for accu tnl on a different instrument in their lab and received "believable results". The actual results were not supplied. It is unknown if the results in question were reported out of the lab. No additional information regarding this event was provided by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Customers states that accu tnl results in question were from the last 5 tests remaining in the reagent pack. Qc was with customer's specifications prior to and after the event. Qc prior to the event was run on the same reagent pack as the accu tnl results question. Qc after the event was run on a new reagent pack. No other assays were questioned at the time of this event. The customer declined service and stated they would wait for a field service engineer (fse) to schedule a preventive maintenance (pm) that is due soon. The fse was in the customer's lab in 11/06 and performed the pm to the instrument. The fse did not note hardware issues. The fse verified instrument performance per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.